Event description:
The customer reported that the system shut down. This resulted in a recoverable loss of imaging functionality. This could cause procedural delays. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hand controller was replaced during the service call. The system was tested and found to working as intended and put back into service.